Manufacturer narrative:
Product ID: 7495lz25 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID: 7495lz25 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID: 74002 lot# n232047,, implanted: 2011 (B)(6), product type adapter product ID: 3998 lot# la1238, implanted: 2002 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the device "stopped working" on (B)(6) 2012. It was stated the impedances in the leads "were off." Additional information has been requested, a follow up report will be sent if additional information is received.